Manufacturer narrative:
Additional information has been provided in d9 and h6. Corrected information has been provided in h3. Access site adverse event/ major bleed: the cause of bleeding was most likely use related due to the introducer remained in place, high act (260). Pd-any device-(twist, bent, kinked): the cause of the introducer kink was not determined due to lack of clinical details.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 62-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c, with a history of coronary artery disease. The patient was transferred from soest-west to klinikum dortmund on impella cp support. Upon arrival, support was escalated from impella cp to impella 5.5. The managing physician reported bleeding from the insertion site, described as internal groin bleeding. Bleeding occurred while the introducer remained in place, and device kinking was observed. During implantation of the impella 5.5, the patient received two units of packed red blood cells. The patient experienced cardiopulmonary resuscitation (CPR) during the clinical course, and access management was described as technically challenging, in part due to the patient¿s very high body-mass index. Initial access attempts included multiple punctures of the left groin with associated bleeding, while the right groin¿the original impella access site¿was reportedly dry prior to transfer to dortmund. It was subsequently documented that bleeding was also observed during removal of the impella cp. The patient survived to explant. The reported major bleed is consistent with access-site complications and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.